Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use and the issue had occurred while the system was being prepped for daily use, before the procedure starts. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not powering up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the ups (uninterruptible power supply) was turned off causing the system¿s bootup issue. The fse consulted a technician from ups supplier which is a philips approved ups supplier. The technician confirmed that the ups had a defective battery. To resolve the issue, the manufacturer performed a preventive maintenance. After servicing by the manufacturer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.